Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and and additional information received (lot number). The device was returned to olympus for inspection, and the customer's complaint was confirmed. The sheath/ceramic tip was found broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the sheath/ceramic tip was caused by one of the following; thermal/mechanically induced fatigue, wear and tear, or improper handling (such as impact or shock). It was also noted that it cannot be determined with certainty, whether there was pre-existing damage or if it had occurred over the course of a procedure or during reprocessing. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: ¿4 before use/ warning: infection control risk/ properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion, -- no dents, and -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ in addition, the following non-reportable malfunction was found during the device evaluation; the sealing set was worn likely due to a combination of wear/tear and improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus resection sheath was broken. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.